Manufacturer narrative:
The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated.

Event description:
The initial reporter received a questionable result from coaguchek xs meter serial number (B)(4). The meter result was 5.6 inr and the laboratory result was 3.4 inr. The laboratory reagent used and the time frame between the tests were requested but were unknown. The patient's therapeutic range is between 1.5 and 2.3 inr.